Manufacturer narrative:
The product's lot number could not be obtained; therefore, the primary di number is provided (d4), but full UDI information is not available.

Event description:
During the procedure, after inserting the catheter into the 10f sheath the physician noted the catheter steering felt different. On x-ray the catheter tip appeared bent. The catheter was removed from the patient, and it was observed that the tip was broken just proximal to the imaging crystal and the internal circuitry was visible. The catheter was replaced, and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
Additional information: b5, g3, h2, h11.

Event description:
This report includes an updated event description that includes the procedure type. During the atrial fibrillation pfa procedure, after inserting the catheter into the 10f sheath the physician noted the catheter steering felt different. On x-ray the catheter tip appeared bent. The catheter was removed from the patient, and it was observed that the tip was broken just proximal to the imaging crystal and the internal circuitry was visible. The catheter was replaced, and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One viewflex xtra ice catheter was received for evaluation. A fracture in the catheter tip was noted 0.6¿ proximal to the distal tip. No other visual anomalies were noted. Review of the batch record was not possible as the lot number is unknown.